Event description:
The customer reported the device experienced error code 571-6241. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted error 571.6241 was confirmed due to a cable j3 to power board loosen up. Reseated the cable j3. Also damaged front case at front and rear case at bottom. Replaced them new front case and rear case assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record showed the device had a manufacture date of 05/14/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a loose cable. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device experienced error code 571-6241. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device experienced error code 571-6241. There was no patient involvement.